Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that for the past 8 months, she has been experiencing blood coming out of her insulin infusion head set when she removes it. She stated this happens 80% of the time and she has, at times, had enough blood to "catch it in my hands." When asked, she stated she is not on blood thinners. She stated she has also been experiencing very erratic blood glucose readings, and has had to change her infusion headset a couple of times per day. Her goal blood glucose range is 150-180 mg/dl which is "ideal for a brittle." She stated she has used the same brand of insulin infusion sets with the shortest length needle available for 8 years, but thinks a shorter length would be better. It was suggested to the patient that she try a different type of infusion set to see if it would work better for her. The patient agreed and sample infusion sets were ordered . On follow up, the patient stated she had received a box of a different infusion set to try. The patient was educated on how to use the new insulin infusion set. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.